Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) display mount is missing hardware. There was no patient involved.

Manufacturer narrative:
Additional information: e1(initial reporter: (B)(6)). It was reported that cardiosave intra-aortic balloon pump (iabp) display mount missing hardware. A getinge field service engineer evaluated display mount on hospital cart is missing hardware. Replaced missing screws with screws supplied by customer . Device passed all functional and safety tests according to factory specifications.device was returned to customer.no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a